Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported difficult to remove was not able to be replicated in a testing environment. The reported material separation and material split, cut or torn was observed as stretched coils. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, it is likely that the challenging anatomy contributed to the reported difficulty removing the device as it was reported that the guide wire was used in a calcified lesion that led to the reported and observed damages to the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The hi-torque (ht) powerturn guidewire was advanced to the rca and a dragonfly opstar imaging catheter was used to image the rca. After obtaining the image, the catheter had resistance during removal from the guidewire so both devices were removed as a single unit. The guidewire was noted to have separated at the distal end and the radiopaque portion of the wire had been sheared off. Fluoroscopy confirmed nothing remained in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.